Event description:
It was reported that a technologist operating the table felt pressure on her toe while lowering the table. The technologist was able to remove her foot once she felt the pressure. There was no injury reported. The concern is for a serious injury due to toe entrapment.

Manufacturer narrative:
During investigation, it was found that the gap between the table foot pedal assembly and the movable cover can become less than the 50 mm, which is the minimum required by iec 60601-2-32 clause 22.4.5 regarding clearance for toe entrapment. See scanned page.